Event description:
It was reported that during insertion of a 3.0x28 rx promus stent delivery system (sds) onto an unspecified guide wire, the sds tip separated. No resistance was felt and no force was applied. The guide wire was not in the anatomy and there was no patient involvement. Another same size promus sds was inserted onto the guide wire successfully. No significant clinical delay in the procedure. No additional information was provided. Return device analysis revealed that the tip was not completely separated but torn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the promus stent delivery system (sds) noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was torn at the distal end of the clear gap. The material at the tear was jagged. The tip was still intact and was not separated as reported. Factors that may contribute to the inability to insert the guide wire into the sds and cause resistance between the devices may include, but not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip damage can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, or preparation/use of the catheter. To ensure this is not the result of product deficiency, all sds are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. It is possible the guide wire and sds were not properly supported during insertion of the guide wire, resulting in the guide wire damaging the tip as there was no damage noted to the tip during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.